Event description:
Patient bought an omron 3 series bp cuff on (B)(6) 2025 and came back on (B)(6) 2025 to return it. He claimed that the bp cuff broke his wife's arm and will have to have x-rays done by his doctor.